Event description:
It was reported that while trying to thread the green/blue stylet, the stylet would not advance all the way down the lead. It was noted that the glue has hardened after opening. The device was not used in the pt. There was no pt injury and the pt recovered without sequela.

Manufacturer narrative:
Analysis of the lead model 377860, serial number (B)(4), determined the distal end of the lead (electrode area) must be held straight to allow green handle blue cap stylet to be completed seated in the lead, or the stylet must be rotated while inserting to completely seat the stylet in the lead. The continuity was acceptable and there were no shorts between the circuits. Analysis of stylet model stylet and lot #unknown and determined the distal end of the lead (electrode area) must be held straight to allow green handle blue cap stylet to be completed seated in the lead, or the stylet must be rotated while inserting to completely seat the stylet in the lead.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed.